Event description:
The user facility reported that the coating of the guidewire "bubbled" during a catheterization procedure. The coating did not detach and the procedure was successfully completed by using another guidewire. The pt's condition is reported to be fine.